Event description:
Additional information received: I am not sure why it didn't work. Three of the team members scrubbed into the surgery attempted to connect the attachment to the plate, the surgeon, the surgeon's assistant, and the scrub nurse. They used the t25 stardrive screwdriver that was attached to the torque limiting t-handle. No one could get the screw to engage with the plate, and it seemed as though the threads did not align. I confirmed that they slotted the tab of the attachment into the slot on the plate to ensure correct position and then suggested to rotate the screw counterclockwise until the threads dropped into place, followed by rotating clockwise until the torque limiter clicked, but that didn't work either. The screw did not engage at any point. As we used a loanset, the plate that we tried to attach it to was the only one available and was implanted in the patient so I was unable to attempt to attach it myself after the case, outside of the sterile field. There are no allegations against any of the other items you have listed below but it is inconclusive as to whether the problem with the thread lies with the thread on the connection screw or the thread inside of the plate that the screw engages with. It would be worth testing on your end to determine once it has been returned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected (g3) alert date. The correct alert date for this complaint is 12/25/2025 based on aei note. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: the implanted plate isn't the one I'm concerned about. The surgeon would have liked to add the extension for greater fixation but then made the decision that the implanted plate would be sufficient on its own. The plate that caused issues is the one reported and returned to vic loans.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopaedic trauma procedure, a ppfx plate was implanted, but the va lock ppfx gt ring attachment plate could not be attached as the screw did not engage with the plate. This resulted in a 15-minute surgical delay. The va-lcp ppfx prox fem plate remained implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. In addition, functionality of the device cannot be assessed through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A DHR evaluation was performed for the finished device lot: 65687p8, article: 02.221.101s, and no non-conformances / manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.